Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s high blood glucose level was 470 to 501 mg/dl. Customer¿s current blood glucose level was 470 mg/dl. Customer treated with 3.0 unit bolus through insulin pump. Customer had difficulty in breathing and dry mouth. Customer did not allege insulin pump was under delivering. The auto mode was active at the time of call however, customer reported that they turned off the auto mode readiness feature. The insulin pump will not be returned for analysis.